Manufacturer narrative:
A ge service representative performed an on site investigation. The tube connections were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message. No report of patient injury.